Manufacturer narrative:
Submit date: 05/01/2017 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states, the raytec is linting all over everything.